Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5 ((B)(6)). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), eczema ("rashes or skin conditions type: eczema"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bacterial infection, eczema, dysmenorrhoea and vaginal discharge outcome was unknown and the dyspareunia had resolved. The reporter considered bacterial infection, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc(product technical problem ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5 (1989,1991,1996,2003, 2012). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), eczema ("rashes or skin conditions type: eczema"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bacterial infection, eczema, dysmenorrhoea and vaginal discharge outcome was unknown and the dyspareunia had resolved. The reporter considered bacterial infection, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, bacterial infection, eczema, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue were added. Reporter, patient demographic information, product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.